Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (mexico) will undergo surgical intervention to replace his scs extension due to high impedance on multiple extension/lead contacts.

Event description:
Follow-up information identified the patient's scs extension was replaced with a new one. The patient's stimulation therapy was reportedly resumed postoperative.